Manufacturer narrative:
Initial reporter name and address - address: full name of the establishment is (B)(6) hospital. The subject device was received and evaluated . Device evaluation found peeling of the coating of device connecting tube (insertion section). The reported issue "surface coating has fallen off" was confirmed. Furthermore, device evaluation found clogged nozzle with foreign material, irrigation error occurred. This condition was attributed due to handling issue, insufficient cleaning , reprocessing issue. Additionally, the following defects/findings were identified during device inspection: adhesive on a-rubber (insertion section) has white-clouded area. Adhesives around light guide (lg) lens has white-clouded area. Adhesive around objective lens found peeled. Connecting tube has a wrinkle. Scratch observed on distal end c-cover, connecting tube, switch #2 and 4, protector of universal cord on control section side, due to the nature of the reportable event (foreign material found in the nozzle), the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿unknown¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted ¿unknown¿. Pre-cleaning/manual cleaning : flushed the air/water nozzle with water and air. Flushing air/water nozzle with detergent solution noted ¿unknown¿ brushing of air/water channel with clean lint ¿free cloths, brushes, sponges- noted ¿unknown¿ facility noted "no" concerns regarding reprocessing . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "the surface coating has fallen off " (the coating and white lines at the insertion tube are coming off and the markings become unclear). No harm was reported. No patient harm, no user injury reported . Device evaluation found clogged nozzle with foreign material. This report is being submitted due to the finding of clogged nozzle with foreign material (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.